Event description:
Caller states a known diabetic patient came into triage with suspected hypoglycemia (the patient was stumbling and passing out). The patient tested 1.9 mmol/l on inform system 1; a few minutes later the patient was tested on a second inform system and error-83 displayed on the meter screen. The message following this error read "extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow your facility's policy." The nurses were unfamiliar with this error, and suspecting the patient was severely hypoglycemic treated the patient with dextrose 50%. An hour later a comparison lab returned as 83 mmol/l. It is not known if the lab was drawn before or after treatment with dextrose 50%. The caller did not report if correction treatment was administered to the patient following the lab value. The patient's current condition is not known. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 551759, expiration date 07/31/2013). (B)(6).